Event description:
The customer was given 10 units of insulin based on the result of 457mg/dl between 9 and 10pm. Around 2:00 am the customer was found unconscious and was taken to the hospital by paramedics. It is unknown what if any treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.